Event description:
I was in a case today where a grandslam 300cm wire was used and we noticed immediately that the end of the wire appeared to be broken or fractured. There was a gap in the radiopaque band. The wire was introduced through a corsair pro xs 150. The wire was removed intact, and I have the wire to send in.